Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the stapler did not fire at all. The surgeon was able to press the green button, but was unable to squeeze the handle. Another device with a different lot number was used to complete the procedure. The event occurred during the procedure, but the device was not used on the patient. There was no patient injury.